Event description:
Peripherally inserted central catheter (PICC) line was fractured at about 2-3cm from catheter hub. Patient needed for 4-6 weeks of antibiotics (abx) therapy and line had to be removed.